Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report as been submitted. Placeholder.

Event description:
A physician reported that an implanted zct150 22.5 diopter intraocular lens rotated clockwise 5 - 10 degrees. Total surgery time was noted to be 45 minutes. The patient's pre-op visual acuity was 20/70. At one week post-op visual acuity was 20/30 and 20/25 corrected with glasses. No repositioning was done.

Manufacturer narrative:
Age/date of birth: (B)(6) 1933. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Outcomes attributed was not completed on the initial MDR as this report is not an adverse event. To clarify in the initial MDR description of the event the lens was reported as a 22.5 dopter lens as this was the information received from the initial reporter, however for the reported serial number of (B)(4) the corresponding diopter power is 20.5. Device evaluation - a review of the manufacturing records was conducted. Results revealed no deviations or non-conformities. In addition there were no process and or material changes with this work order. There were no non-conformances with respect to the sterilization process and environmental monitoring. The lens optical properties test results were within specifications. Historical review of this lens model and complaint type does not show any significant change over historical averages. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted.